Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was scheduled for reposition on (B)(6) 2015 due to asymmetric vault. The surgeon indicated he might explant the lens if the reposition is not successful. Add'l info has been requested, but has not been received.